Event description:
Patient was revised to address chronic pain and stiffness due to malposition. Poly wear of the patella button was discovered intraoperatively.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and lot codes required to retrieve the device history records for review and search the complaint database were not provided. The investigation could not draw any conclusions about the reported patient pain. Provided information states poor device positioning was a contributing factor. No conclusions could be drawn about the reported polyethylene wear or the possible relationship of the reported malpositioning without the product to examine. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.